Event description:
During the procedure, the arterial pump stopped. The perfusionist could not restart the pump. The patient expired several days later.

Manufacturer narrative:
At the time of this filing, it was not known if the device was available for return. The incident occurred in another country. A follow-up report will be forwarded when additional information is provided.